Event description:
It was reported that during PICC insertion near the end of the procedure, when putting on sterile dressing, the pt had warm feeling in abdomen and started seeing spots, was not feeling right with abdominal pain. Pt started to feel flush and then fainted and began to breath heavily. Reaction took a while to clear.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lhr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.